Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, after successfully deploying a smart control stent, the physician accessed the target lesion with a savvy 6 x 10 cm balloon catheter to post-dilate the stent. Pressure was applied with a medtronic everest inflation device and air was observed entering into the balloon. It was noted to have taken some time also to deflate the balloon. The physician again attempted to inflate the savvy balloon catheter with the same result. Another unknown product was used to complete the procedure successfully. There was no reported patient injury. The patient was reported to be in stable condition. The report indicated the physician suspected a problem involving the luer hub of the balloon catheter.

Manufacturer narrative:
The target lesion was the left superficial femoral artery. The lesion was reported to be: moderately calcified, moderately tortuous, and a 90% stenosis. The lesion was pre-dilated with an aviator 5 x 40 mm balloon catheter. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems reported. The device was not re-sterilized. There were no reported anomalies encountered when: flushing the stent delivery system (sds), or when connecting the inflation device. The device was not torqued or steered by the luer hub and the device was advanced with the inflation device connected. No additional information was available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.